Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient encountered a large drain during drain 0 of 4. It was identified that the patient drained 9250 ml during drain 0 of the treatment. This drain volume is (B)(4). The patient's prescribed fill volume of 3000 ml.in a follow up, the pdrn verified there was no harm, adverse event or intervention due to the overfill. The patient was issued a new cycler and is using it without any further issues. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient encountered a large drain during drain 0 of 4. It was identified that the patient drained 9250 ml during drain 0 of the treatment. This drain volume is 309% the patient's prescribed fill volume of 3000 ml in a follow up, the pdrn verified there was no harm, adverse event or intervention due to the overfill. The patient was issued a new cycler and is using it without any further issues. The cycler is available to return for investigation.